Event description:
During a pci, a vessel dissected post implantation of a cypher stent. Another stent was inserted to treat the dissection, but this stent had difficulty going through the previously implanted stent and withdrawal difficulty was encountered when trying to remove it. Pci was conducted in the mid rca. The lesion was described as de novo, concentric, heavily calcified and moderately tortuous. There was 90% stenosis. Pre-dilation with a non-cordis balloon (nc voyager 3.5/15mm) was conducted at an unk pressure before the implantation of a 3.5x8mm cypher stent was implanted at 18atm. The rated burst pressure indicated in the IFU is 16 atmospheres. After the implant, a minor dissection occurred approx 5mm from the distal end of the cypher. To treat the dissection, another 3.5x8mm cypher was being delivered, but the cypher became caught on the proximal end of the 1st implanted cypher and so attempts were made to withdraw the 2nd cypher, but the physician had withdrawal difficulty. Therefore, the gc was deeply engaged and the physician pulled the cypher back carefully into the gc and retrieved the unit from the pt. Post-dilation of the first cypher and treatment of the dissection was conducted with the balloon angioplasty. The procedure was finished successfully. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
One non-sterile cypher (B)(6) 3.50 x 8mm was received coiled inside a plastic bag. The shaft was bent; this condition could be related to the way the unit was sent for the analysis. The stent was mounted in its original position between the marker bands, and no damage was observed. No residues were found. The crossing profile of the stent was measured and was found within specification. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Dissections are known potential adverse events during pci. In the precautions section of the IFU, it indicates that implanting a stent may lead to a dissection of the vessel distal, and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. Additionally, use of pressures higher than those specified on the product label may result in a ruptured balloon with possible intimal damage and dissection. The physician commented that the probable cause of the dissection was due to the predilation conducted prior to implanting the 1st cypher. The reported failures, tracking difficulty and withdrawal difficulty were not confirmed. The exact cause of the failures experienced by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the issues are related to the mfg process. Therefore, no corrective or preventive actions will be taken. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Review of the info provided suggests that there are possible vessel characteristics and procedural factors that may have contributed to the reported events. This product, is distributed outside the united states, but is similar to the us distributed stent delivery systems.